Event description:
It was reported that the user observed a blood glucose of 238 mg/dl on the ilet pump while insulin delivery had been paused following an alert 88 for incomplete fill cannula after a supply change, and the user had not completed the fill cannula process until contacting support. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin therapy with resumption after completing the fill cannula step and guidance to monitor for downward glucose trend. Investigation included customer support troubleshooting and procedural guidance to complete the fill cannula step and resume insulin delivery. Investigation of this case revealed user process incompletion of the fill cannula step leading to paused insulin delivery, with device function restored after the step was completed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incomplete setup.